Manufacturer narrative:
In response to FDA report number: mw5094743. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture, slightly swollen at times, burning of both pectorals, slippery yet chaffy movement, and occasional electrical like tingles." Patient additionally reported "back pain (attributed to lower back injury), breastfeeding type pain, joint pain, ocular migraines, migraine, fatigue, lack of energy, heavy chest like couldn't get deep breaths, blood sugar/blood pressure problem, feel like going to pass out/fall asleep, thinning hair, hands going numb, anxiety, increase in weight, seasonal allergies have gotten worse;" these events are not related to the device. Device has been explanted.